Event description:
It was reported that the biomed was doing a 6 month preventive maintenance and the inlet pressure for the fluid delivery line check was not reaching -7.0 it was around -4.0. Device was due for the 2000 hour preventive maintenance service. Per tech support and biomed via phone 14-feb-2023, it was reported that they instructed to recalibrate the arctic sun. Biomed also sent the device in for 2000 hour maintenance or service.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
The reported issue was confirmed. The root cause is due to a weak circulation pump. Confirmed device circulation pump pressure low with test fdl using shunt to test pressure. The circulation pump would not generate sufficient pressure and had to be primed in order to allow auto filling during decon. Circulation pump was primed to fill. Circulation pump was serviced during the pm process. Double bend tube and the chiller evaporator outlet tube found expanded during servicing. The device underwent pm servicing while in for repair. Serviced mixing pump. Replaced heater, both manifold o-rings, and drain valves. Other repairs completed included replacement of the double bend tube and the chiller evaporator outlet tube due to expansion of the tubes found during servicing. Upgrades completed included replacing the control panel coin cell due to age. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Based on the results of the investigation, no additional actions are needed. The labelling is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: d,f,h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected

Event description:
It was reported that the biomed was doing a 6 month preventive maintenance and the inlet pressure for the fluid delivery line check was not reaching -7.0 it was around -4.0. Device was due for the 2000 hour preventive maintenance service. Per tech support and biomed via phone 14-feb-2023, it was reported that they instructed to recalibrate the arctic sun. Biomed also sent the device in for 2000 hour maintenance or service. Per sample evaluation results received on 27feb2023, it was reported that the root cause was due to a weak circulation pump. It was confirmed device circulation pump pressure low with test fdl using shunt to test pressure. The circulation pump would not generate sufficient pressure and had to be primed in order to allow auto filling during decontamination. The circulation pump was primed to fill. It was stated that replaced the double bend tube and the chiller evaporator outlet tube due to expansion of the tubes found during servicing.